Manufacturer narrative:
Block b3: exact date unknown, event occurred last few weeks from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7077487. Product family: scs-ipg-r-MRI: upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 531968.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a complete replacement procedure and was doing well postoperatively. All explanted devices were kept by the medical facility.